Manufacturer narrative:
Additional reported information from the customer indicates that when the customer used a mattress pad warmer while sleeping, customer would received occlusion alarms. Customer stated that since stopping use of the mattress pad warmer, occlusion alarms have stopped. No product returning for evaluation. Should new information become available, a follow up report will be submitted.

Event description:
Received information stating customer received an occlusion alarm. Customer observed that the insulin appeared thick/gel-like in the pigtail tubing. Reportedly, customer's blood glucose level was not impacted.